Manufacturer narrative:
Device evaluation: the lens was returned in a microcentrifuge vial, with moisture on lens. Visual inspection found one haptic broken. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -16.00/+2.0/094 (sphere/cylinder/axis) in the patients right eye (od), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved. The vault was reduced to normal and patient is extremely happy. The cause of the event was unknown.